Event description:
It was reported that the insulin pump alarmed button error. The customer's mother did not observe any significant events leading to the alarm. The caller did not know the blood glucose reading. The customer tried to change the battery and also left the battery outside of the insulin pump for some time, but this did not resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received missing segments on the display due to a cracked connector. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.